Manufacturer narrative:
Continuation of d10: product ID 977a260, serial# (B)(6), implanted:(B)(6) 2016. Product type lead this regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On (B)(6) 2021, information was received from a manufacturer representative (rep) regarding a patient who was implanted with an impl antable neurostimulator (ins) for non-malignant pain. It was reported that electrodes 14 and 15 were out of range with impedances. It was unknown what factors may have led or contributed to the issue. The rep would program around the out of range impedances. No symptoms were reported. On 2021,, additional information was received from a manufacturer representative (rep). It was reported that reprogramming provided the patient with effective therapy. On 2024-03-13, additional information was received from the manufacturer representative (rep) clarifying that the out of range impedances were high impedances. It was indicated that the provided information had been confirmed with the physician. No further complications were reported/anticipated.